Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.617.905, lot # 9977558. Manufacturing site: (B)(4), manufacturing date: apr 22, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 ,a patient underwent an anterior cervical disc fusion (acdf) to treat degenerative disc disease (ddd) at c5-c7 with zero-p implants. At c5-c6 with the screw going up into c5, during final tightening of the screw, the tip of the inner shaft for angled screwdriver broke in the recess of the screw head. The broken tip was easily removed with a pick. The same screw was used and another screwdriver was readily available to continue final tightening of the screw. While tightening another screw at c5-c6 with the screw going down into c7, the handle with quick coupling broke in half at the rubber part of the handle, resulting in two pieces. It was a clean break and did not generate any fragments. Another handle with quick coupling was available to complete final tightening of the screw. At c6-c7 with the screw going up into c6, during final tightening of the screw, the tip of the inner shaft for angled screwdriver broke in the recess of the screw head. The broken tip was easily removed with a pick. The same screw was used and another screwdriver was readily available to continue final tightening of the screw. There was no surgical delay, as additional devices were readily available to complete the procedure. Both broken screwdriver tips were easily removed without any complications. Standard x-rays were taken intra-operatively unrelated to the issue with the devices breaking. The surgeon was satisfied with final tightening of the screws and stability of the construct. The procedure was completed successfully. Upon the receipt of the two inner shaft for angled screwdrivers at manufacturer for evaluation, it was noted the only one of the screwdrivers had a broken tip. The other screwdriver had bent prongs instead of a broken tip. Concomitant devices reported: 3.0mm ti cervical spine locking screw 14mm (part # 04.617.814, lot # unknown, quantity: 2) zero-p plate (part # unknown, lot # unknown, quantity 2). This report is for one (1) inner shaft for angled screwdriver. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional patient information: non-smoker. A product development investigation: the returned instruments were examined with the following findings: 03.617.905 lot 9914779 was found to have a broken distal tip, fragment (3mm long x 2.4mm in diameter) not retuned. The 03.617.905 lot 9877558 was found to have a worn distal tip. The 03.617.903 lot 1989284 was found to have a broken coupling. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The inner shaft for angled screwdriver (03.617.905) is available in both the zero-p and zero-p va systems and is one of five t8 drivers available for screw insertion (the others being 03.617.900/902/904 and 314.467). The zero-p systems are utilized for anterior cervical interbody fusions through the use of zero-profile spacers which combine the functionality of cervical interbody spacers and the benefits of anterior cervical plates. The returned devices represent one of two angled drivers (03.617.900 is the other) which can be useful when patient anatomy inhibits the use of traditional instrumentation. The device design in nearly identical to 03.617.900 however the addition of a quick-coupling allows the attachment of a torque limiting attachment (03.100.002.99). Per the predicate device rational ¿zero-p ¿ 03.617.905 static torsional testing found that the device was able to be loaded without deformation or breakage. Maximum input torque at failure was measured and each recorded failure occurred at the welded seam between the joint and the t8 tip. The zero-p va system does not include a torque limiting attachment as the plate makes use of a blocking system to prevent screw back-out. The handle with quick coupling ¿ small (03.617.903) is utilized in the zero-p system for the following steps: drilling, screw insertion and final screw tightening. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause is able to be determined however the failure modes are typically associated with the application of excessive force during screw insertion and/or rough handling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.